Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 51 (water temperature 2 is out of range at 28 degree celsius). They had a calibration test unit that was out of calibration so they borrowed one from another hospital and the arctic sun device passed the calibration, they would be sending their calibration test unit for calibration.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had a arctic sun device that was failing the calibration for an error 51 (water temperature 2 is out of range at 28 degree celsius).they had a calibration test unit that was out of calibration so they borrowed one from another hospital and the arctic sun device passed the calibration, they would be sending their calibration test unit for calibration.